Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she cannot hear the insulin pump when it alarms. Troubleshooting was performed, and the insulin pump passed the self test. The customer later called and stated that she no longer wanted to use the insulin pump due to being hospitalized. The customer did not provide further information about the hospitalization. The territory manager was notified about the situation. Nothing further was reported.